Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the ok button is not responding to user input. Animas made several attempts to contact the patient back to obtain more information but was not successful. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 06/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/02/2016 with the following findings: during investigation, the keypad was found to be undamaged. All the buttons were unresponsive to user presses. The pump was opened and there were contaminants found under all the contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.